Event description:
It was reported to ge that the circuit for the collision sensors and emergency stop was not functioning. Reportedly, the circuit has worked properly since being serviced. This issue was discovered during service of the system; no patient event was reported. No injuries were reported.